Event description:
It was reported to covidien (B)(6) 2014 that customer had an issue with a dialysis catheter. The customer states that there was a leak in y-junction. As a temporary fix, the physician put glue on the catheter crack to stop the leakage. The catheter was later pulled and replaced with a new one on (B)(6) 2014.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The returned product sample consisted of one assembled catheter palindrome which presented signs of usage (blood residues). During visual inspection, a hole could be appreciated on the catheter just below the hub (refer to photos attached). All the possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. During underwater test (functional test), bubbles were detected coming out below the hub. As per the instructions for use, it is needed to perform a visual inspection before using the device, since states: do not use the catheter if it appears damaged or defective. And continues, catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes,cuts, etc., which could impair its performance. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force). No additional action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.